Manufacturer narrative:
Section a1 patient identifier of multiple is sid (B)(6) (heparin tube) & (B)(6) (edta tube). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 08p10-22 that has a similar product distributed in the us, list number 8p10-21/-31, with 510k number p110029.

Event description:
The customer observed false nonreactive alinity I hbsag results for one 80-year-old female patient. The following data was provided (sid (B)(6), (heparin tube) & (B)(6) (edta tube): alinity I hbsag result: sid (B)(6), 0.7 s/co, repeated 0.89 s/co, repeated on another instrument 1.08 s/co, sid (B)(6), 0.92 s/co. Hbsag nx: sid (B)(6), 3.43 s/co, repeated 2.67 s/co, sid (B)(6), 2.67 s/co, repeated 3.92 s/co. Historical result from 2023 alinity I hbsag result 1.34 s/co. No impact to patient management was reported.

Manufacturer narrative:
A complaint investigation was conducted for the alinity I hbsag qualitative ii reagent, lot number 77508fz00 to address the customer¿s observation of potential false nonreactive results. Review of tracking and trending by list number and by complaint lot did not identify any trends. Device history review did not identify issues associated with the customer¿s observation. Clinical sensitivity testing was performed using an in-house retain kit of lot 77508fz00. All specifications were met indicating the lot is performing acceptably. Customer field data was used to assess the performance of the alinity I hbsag qualitative ii assay using worldwide field data. Review shows that the median patient result for the lot is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. A review of the labelling addresses the customer¿s issue. No confirmatory testing was reported for the patient. In addition, the alinity I hbsag next assay, ln 01r64 has better analytical sensitivity of 4.50 to 5.97 miu/ml, compared to 19.93 to 20.87 miu/ml for the alinity I hbsag qualitative ii assay, ln 8p10. Based on the investigation, no systemic issue or deficiency of the alinity I hbsag qualitative ii reagent lot 77508fz00 was identified. Based on the information within the complaint record, the device met performance specifications and performed as intended at the customer site.

Event description:
The customer observed false nonreactive alinity I hbsag results for one 80-year-old female patient. The following data was provided (sid (B)(6) (heparin tube) & (B)(6) (edta tube)): alinity I hbsag result: sid (B)(6) 0.7 s/co, repeated 0.89 s/co, repeated on another instrument 1.08 s/co, sid (B)(6) 0.92 s/co. Hbsag nx: sid (B)(6) 3.43 s/co, repeated 2.67 s/co, sid (B)(6) 2.67 s/co, repeated 3.92 s/co. Historical result from 2023 alinity I hbsag result 1.34 s/co. No impact to patient management was reported.